Event description:
Customer reported an ethanol result of 0.0mg/dl on 7/26/99. Result was questioned by a physician, specimen was rerun producing a result of >300mg/dl. Speciment was diluted and run a third time with a result of 400mg/dl. Customer stated this was a verbal report only message history showed an unrecovered probe crash on 7/4/99. No further pt info at this time.